Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer received a no delivery alarm after delivering a bolus. She disconnected and insulin was not coming through the infusion line. The customer's blood glucose level was 82 mg/dl. She also mentioned that her sensor was not fully charging and only lasting one to two days. The product was not returned. Nothing further to report.